Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned and investigation completed 24-jul-2019 with the following findings: on investigation, the pump powered on with a fully illuminated display screen; investigation did not duplicate the alleged blank display screen. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter stated the pump had been worn during swimming and afterward moisture was noted in the battery compartment and the display was blank. The reporter did not report any damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.